Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the threaded tip of the sleeve has broken off during use. The operation was only prolonged a few minutes and no harm was done to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Lot number reported is not associated with this device. Device is an instrument and is not implanted/explanted. Our investigation has shown that at the retaining sleeves the first two thread flank at the forefront are broken off. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. It is possible that the thread flank of the retaining sleeve was damaged by a loose primelock connection between the retaining sleeve and the screw during the insertion. Such a loose connection, in combination with high lateral stress, can lead to such a breakage. The cause for a loose connection is either insufficient tightening during the screw pick up or high friction between the inner and outer sleeve of the retaining sleeve. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the device history review indicated that the lot was inspected and conformed to specification. There were no mrrs, ncrs, or complaint-related issues that would contribute to this complaint condition.